Event description:
A surgeon reported that following laser assisted cataract surgery, the capsulotomy was not completed by the laser. An anterior capsule tear occured while completing the capsulotomy by conventional method. A sulcus placed intraocular lens was implanted. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).